Event description:
It was reported via repair work order that the fowler drifts due to a malfunctioned gas cylinder. It was also reported that the scale is inaccurate due to a malfunctioned footend left load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.